Event description:
It was reported that following implant four years ago, the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty to convert ventricular fibrillation (vf) and poor sensing. A revision procedure was performed where the electrode was repositioned and the shock impedance measurement was 107 ohms. Four years later the shock impedance measurements have increased from 107 ohms to 135 ohms. It was noted that the patient had lost weight since implant. The sensing vector was programmed in primary with reversed polarity. Information was sent to technical services (ts) for review. Ts suggested x-ray and additional troubleshooting. No adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that following implant four years ago, the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty to convert ventricular fibrillation (vf) and poor sensing. A revision procedure was performed where the electrode was repositioned and the shock impedance measurement was 107 ohms. Four years later the shock impedance measurements have increased from 107 ohms to 135 ohms. It was noted that the patient had lost weight since implant. The sensing vector was programmed in primary with reversed polarity. Information was sent to technical services (ts) for review. Ts suggested x-ray and additional troubleshooting. No adverse effects were reported. Additional information was received that an x-ray was performed, and the system position was adequate. The in-clinic follow-up visits have shown stable shock impedance measurements. The patient will be continued monitored with the remote home monitoring system.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.